Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00193, 2017865-2020-00194. It was reported that the patient experienced an infection and presented in the emergency room. The pacemaker, right atrial lead, and right ventricular lead were removed on (B)(6) 2020. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.